Manufacturer narrative:
Product event summary: the patient data files and the 2035u electrical umbilical cable were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed two applications were performed using a catheter identified as a (B)(6) electrophysiology (ep) catheter with lot number 18465. The patient file showed system notice 50002 (the system has detected an electrical component failure) during ablation at application number one. The received failure file contained failure records for the date of the event. The failure file also showed system notice 50002 (the system has detected an electrical component failure) and system notice 50013 (the refrigerant level is too low to continue) on the reported date of the event. External visual inspection of the electrical umbilical cable was performed. No external anomalies were identified. The cable, female and male connectors, and pins were all intact with no apparent issues. The electrical umbilical cable was connected to the console system and functionally tested with the catheter and temperature showing it was in range the electrical umbilical cable passed performance testing and completed the all phases with no console system notices generated. The flow and pressure were normal. The temperature was in expected range and had no overshoot or any fluctuation. In conclusion, the issue of "catheter not recognized" was not observed/reproduced during returned product testing and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 2035u, product type: electrical umbilical cable; product ID: 106e2, product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the console could not recognize the two focal catheters after connection. The electrical umbilical cable, auto connection box and focal catheter were replaced without resolution. The case was aborted while the patient was under general anesthesia. After the case, trouble shooting was carried out. The console recognized the test focal catheter. Both of the focal catheters that were used in the case were connected to the electrical umbilical cable, and the issue reoccurred. A preventative maintenance was later carried out and the load cell was not as expected. It was noted that the room temperature was cold. No further patient complications have been reported as a result of this event.